Manufacturer narrative:
Adjudication minutes were received and indicted that when post-dilatation was performed, there was very sluggish flow in the left ica proximal to the filter, suggestive of significant debris. The filter was removed and it was noted to have significant microscopic debris. Selective angiography confirmed free flow in the ica. There was still stenosis proximal to the proximal edge of the stent which needed to be covered. Due to lack of another appropriate sized study stent, it was decided to use a non-study stent. A new angioguard¿ rx ecgw was delivered and the non-study stent was deployed in an overlapping fashion with the study stent and extending into the left cca. The non-study stent was post-dilated. At this point, there was slow flow noted in the filter. There was concern for embolization as the patient was somewhat dysarthric. The filter was retrieved and there was significant microscopic debris and thrombus noted in the filter. There was no edge dissection and intracranial angiography showed the mca and aca filled antegradely without any "clear cut pop-offs". The contralateral aca also appeared to fill suggesting adequate cerebral perfusion via the left cca and left ica. There was no suggestion of midline shifting. The patient had transient hypotension after post-dilatation of the second stent requiring 100 mcg of phenylephrine. In spite of these medications the patient appeared to have expressive aphasia as well as right arm and right leg weakness. The catheterization report noted that the post-procedural right-sided hemiparesis and aphasia was suggestive of an embolic stroke or hypoperfusion with cerebral edema in the area of prior stroke. There was no suggestion of large vessel cut off or midline shift to suggest a large bleed. Bivalirudin was discontinued a few minutes after completion of the procedure. The site reported that the patient has an ischemic stroke. The site reported a 10% final residual stenosis. The procedure ended at 14:13 hours. At 15:00 the nih stroke scale score was evaluated by a different examiner. The score was 12 due to answering neither question correctly, no movement in the right arm, right leg drift, limb ataxia present in 1 limb, mild to moderate sensory loss, mild to moderate aphasia, mild to moderate dysarthria and visual, tactile, auditory, special or personal inattention or extinction. At an unknown time (dictation time at 15:56) a head CT was performed and compared to a CT read from 4 years prior. It revealed the following: no acute process. Old left frontoparietal stroke. A neurology consultation was performed on at an unknown time (dictation time at 17:27). The note documented that the patient had a history of stroke which left him with residual right hemiparesis and mild aphasia. During the index procedure he had a change in his speech and a worsening of the right hemiparesis. Following the post-procedure head CT he showed improvement in the right hemiparesis as well as his speech. The neurological examination revealed the following abnormal findings: he had mild spastic dysarthria and difficulty in naming uncommon objects. He had right hand weakness mostly in the distal muscles with spasticity. He had mild weakness in the right ankle dorsiflexion compared to the left. He did not walk. The neurologist expected to see improvement in his symptoms. The patient would be assessed by physical therapy, occupational therapy, speech therapy and undergo a swallowing evaluation. Post-procedure on the following day at 14:00 the nih stroke scale score was evaluated by a different examiner. The score was 10 due to answering neither question correctly, some effort against gravity in the right arm, right leg drift, limb ataxia present in 1 limb, severe aphasia and severe dysarthria. The rankin score was evaluated by the baseline examiner; the score was 4. On the following day, a MRI of the brain without contrast was performed and compared to the head CT from two days prior. It revealed the following: 1. Multifocal left greater than right cerebral hemisphere punctate infarcts. No evidence of hemorrhagic conversion. 2. Encephalomalacia in the left frontoparietal lobe, consistent with old infarct. More smaller, chronic lacunar infarcts noted in the left caudate nucleus, external capsule and cerebellar hemisphere. Four days later, the neurology progress note documented that the patient was "much better"-able to speak to his boss on the phone. Expressed himself using right arm and hand (illegible). On the following day the neurology progress note documented that the patient was "much better, improving" and a good recovery was expected. According to the discharge summary the patient's right leg weakness had completely resolved. His right arm weakness had improved significantly, although his fine movements were still difficult. His speech had improved significantly, although he still had deficits and difficulty speaking clear words and needing to think about speaking, but his dysarthria had improved significantly. The patient was discharged one week after the index procedure to a rehabilitation center on asa and clopidogrel. On the 30-day follow-up visit was completed. The stroke scale scores were evaluated by the rankin score evaluator. The nih stroke scale score was 3 and the rankin score was 2. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00651, 1016427-2013-00131 and 1016427-2013-00132.

Event description:
As reported by the sapphire ww study, post stent deployment and during post dilatation with a 5x20mm sterling balloon in a carotid artery stenting procedure with a 9x40mm precise, the patient was treated with atropine. There was also slow flow resulting in the removal of the angioguard and insertion of another angioguard of the same size. Following deployment of a non cordis stent, a patient was treated with neosynephrine. At the end of the procedure, the patient was diagnosed with an ischemic stroke. Treatment included aspirin and plavix. The patient was discharged 7 days after the event to a rehabilitation facility with physical therapy recommended. The patient was asymptomatic prior to the procedure. Baseline nih and rankin scores were both 0. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 40mm in length in an 8.0mm vessel diameter with mild vessel tortousity. The arch iii lesion was mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. A 9x40mm precise pro rx stent was successfully deployed. After deployment of the first stent, the patient required o.5mg of IV atropine. During post-dilatation with a 5x20mm sterling balloon, there was very sluggish flow in the left internal carotid artery proximal to the filter. The angioguard was removed and significant microscopic debris was noted in the filter. A second angioguard was deployed past the lesion and a non cordis stent was deployed. The residual diameter stenosis measured 10%. Post-dilation was performed with a 7x20mm sterling balloon and there was no flow noted in the filter or internal carotid artery. The patient was treated with 100mcg of neo-synephrine. At this time, there was concern that the patient might have had embolization and on a quick neurological exam, it appeared that he was somewhat dysarthric in spite of sedation.

Manufacturer narrative:
The filter was quickly retrieved and again there was significant amount of microscopic debris and thrombus noted in the filter. There was no edge dissection noted on selective angiography with brisk flow. At this time, intracranial angiography was performed to assess if there was any suggestion of embolization to the large vessels. The mca and aca filled antegradely without any clear but pop-offs. The contralateral aca also appeared to fill suggesting adequate cerebral perfusion via the left common and internal carotid artery. The patient had sudden onset of aphasia, right hemiparesis and behavior change post stent deployment and during post dilatation. There was no documented dissection or presence of air bubbles. The patient had neurological deficits upon leaving the angio suite. The patient underwent speech, physical and occupational therapy and was able to take full solids. His right leg weakness had completely resolved. His right arm weakness had improved significantly although his fine motor movements were still difficult. His speech had improved significantly. Although he still had some deficits and difficulty speaking clear words and needing to think about speaking, but his dysarthria had improved significantly. Residual symptoms at discharge included minimal right hand weakness and minimal dysarthria. Nih stroke scale score was 10 and the rankin was 4. He was awaiting a discharge to an inpatient rehab facility. Medications: intra-procedure: bivalirudin. Discharge: aspirin 32smg p.o. Daily. (Given pre and post procedure also), plavix 75mg p.o. Daily.(given pre and post procedure also), amlodipine smg p.o.bid. Simvastatin 40mg p.o. Daily. Fibercon 1250 p.o. Daily. Multivitamins 1 p.o. Daily. Loratadine. Claritin 10mg p.o. Daily. Lactobacillus gg 1 cap p.o. Daily. Concomitant devices: abbott vascular stent and 7mm medium support angioguard, 5x20 and 7x20 mm sterling balloons. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00651, 1016427-2013-00131 and 1016427-2013-00132.

Manufacturer narrative:
As reported by the (B)(4) study, post stent deployment and during post dilatation with a 5x20mm sterling balloon in a carotid artery stenting procedure with a 9x40mm precise, a (B)(4) male patient was treated with atropine. There was also slow flow resulting in the removal of the angioguard and insertion of another angioguard of the same size. Following deployment of a non cordis stent, a patient was treated with neosynephrine. At the end of the procedure, the patient was diagnosed with an ischemic stroke. Treatment included aspirin and plavix. The patient was discharged 7 days after the event to a rehabilitation facility with physical therapy recommended. The patient was asymptomatic prior to the procedure. Medical history included previous stroke, hyperlipidemia, CABG, coronary artery disease, myocardial infarction, hypertension (systolic>140, or diastolic>90, or requiring medication) and a high risk criteria of high cervical ica lesions or cca lesions below the clavicle. Baseline nih and rankin scores were both 0. Cas was performed on a 90% occluded lesion in the ostium of the left internal carotid artery of 40mm in length in an 8.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was mildly calcified. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. A 9x40mm precise pro rx stent was successfully deployed. After deployment of the first stent, the patient required o.5mg of IV atropine. During post-dilatation with a 5x20mm sterling balloon, there was very sluggish flow in the left internal carotid artery proximal to the filter. The angioguard was removed and significant microscopic debris was noted in the filter. A second angioguard was deployed past the lesion and a non cordis stent was deployed. The residual diameter stenosis measured 10%. Post-dilation was performed with a 7x20mm sterling balloon and there was no flow noted in the filter or internal carotid artery. The patient was treated with 100mcg of neo-synephrine. At this time, there was concern that the patient might have had embolization and on a quick neurological exam, it appeared that he was somewhat dysarthric in spite of sedation. The filter was quickly retrieved and again there was significant amount of microscopic debris and thrombus noted in the filter. There was no edge dissection noted on selective angiography with brisk flow. At this time, intracranial angiography was performed to assess if there was any suggestion of embolization to the large vessels. The mca and aca filled antegradely without any clear but pop-offs. The contralateral aca also appeared to fill suggesting adequate cerebral perfusion via the left common and internal carotid artery. The patient had sudden onset of aphasia, right hemiparesis and behavior change post stent deployment and during post dilatation. There was no documented dissection or presence of air bubbles. The patient had neurological deficits upon leaving the angio suite. The patient underwent speech, physical and occupational therapy and was able to take full solids. His right leg weakness had completely resolved. His right arm weakness had improved significantly although his fine motor movements were still difficult. His speech had improved significantly. Although he still had some deficits and difficulty speaking clear words and needing to think about speaking, but his dysarthria had improved significantly. Residual symptoms at discharge included minimal right hand weakness and minimal dysarthria. Nih stroke scale score was 10 and the rankin was 4. He was awaiting a discharge to an inpatient rehab facility. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Bradycardia is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken. Cerebrovascular accident is also a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Device blockage is a known potential event during use of an embolic protection device. The purpose of the filter basket is to trap emboli during coronary, carotid, and peripheral procedures. There is no indication or allegation that a cordis product did not function as intended. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00651, 1016427-2013-00131 and 1016427-2013-00132.